Event description:
It was reported that the pump was on, but the display remained black. Additionally, the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.